Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the unit (via the naked eye), noted a ruptured bladder. The ruptured bladder was microscopically inspected and revealed a marking located on the interior surface of the bladder. The assignable cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. This occurred during infusion with approximately 30 ml of solution remaining. The device was filled with 240 ml of ceftazidime. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.